Event description:
The pt underwent a carotid arteriogram in 2001. Following the procedure, the radiologist closed the arteriotomy with the closer tsl 6 fr. Device. The pt presented back at the hospital seven days later complaining of cramping in the right calf and foot after walking 200 feet. An arteriogram of the leg was performed which revealed a total occlusion of the right common femoral artery with thrombus propagation of approximately 40-50 mms proximal to the right common femoral artery. Good arterial flow was observed distal to the bifurcation. The pt underwent surgery the following day. The vascular surgeon reported the puncture stick had been at the medial wall of the vessel. The stitch was removed and a thrombectomy was performed to restore flow. The pt recovered without incident.